Event description:
It was reported the physician thought the blue torque wrench was tightening the screw too hard, which he felt could result in a risk of a broken contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_wrench_acc, lot # unknown, product type accessory. (B)(4). Analysis of the torque wrench determined the torque was out of specification. It measured at 5.8 in-oz (spec 4.0 +/- .5 in-oz). Torque wrench. "Potential lead damage associated with the dbs lead cap" (B)(6) 2013.